Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s death, as well as a direct correlation to the heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. H is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 22feb2012. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away. The cause was not provided due to hospital policy. No additional information was reported. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.